Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient went to emergency room (ER) and eventually hospitalized due to hyperglycemia caused by insulin flow block alarm event on (B)(6) 2026. The blood glucose level was 260 mg/dl at the time of hospitalization and patient was treated with correction via pump. The length of hospitalization is less than twenty-four hours. Patient had abdominal pain. No further information available.